Event description:
Rptr had original surgery in 1981, for fibrocystic disease. Very sick with pseudomonas with original surgery. Had emergency surgery within 3 months. Nine surgeries to follow. Bone and joint pain within 1st yr. Diagnoses to date: 1) demyelinating poly neuropathy. 2) micro-vascular disease. 3) atypical connective tissue disorder. 4) atypical neurological disease. 5) human adjuvant breast disease. 6) severe hypertension. 7) motor neuron damage of gi tract. Neuropathy of middle ears, 9) impaired peripheral vision. 10) cervical spinal fusion for end plate disease and degeneration of vertebrae (auto immune process). 11) abnormal brain spect image memory loss, slurred speech.